Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage and vessel perforation are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during a mechanical thrombectomy to recanalyze the internal carotid artery with the retriever; thrombus formed in the middle cerebral artery (mca). As the physician advanced a guidewire (subject device) to the distal m1 segment of the mca to dislodge the thrombus formed, the guidewire perforated the aneurysm located in the mca, and a subarachnoid hemorrhage (sah) occurred. The patient had no symptoms or nerve damage associated to the sah. The physician stopped the bleeding by reversing the heparin; however, continued anti-coagulation therapy. The patient underwent clipping surgery and superficial temporal artery to middle cerebral artery bypass (sta-mca) anastomosis. Approximately three months post procedure the patient had recovered. It was reported that the patient¿s thrombolysis in cerebral infarction (tci) before the procedure was 0 and short after the surgery the tci score was 2a. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a mechanical thrombectomy to recanalyze the internal carotid artery with the retriever; thrombus formed in the middle cerebral artery (mca). As the physician advanced a guidewire (subject device) to the distal m1 segment of the mca to dislodge the thrombus formed, the guidewire perforated the aneurysm located in the mca, and a subarachnoid hemorrhage (sah) occurred. The patient had no symptoms or nerve damage associated to the sah. The physician stopped the bleeding by reversing the heparin; however, continued anti-coagulation therapy. The patient underwent clipping surgery and superficial temporal artery to middle cerebral artery bypass (sta-mca) anastomosis. Approximately three months post procedure the patient had recovered. It was reported that the patient's thrombolysis in cerebral infarction (tci) before the procedure was 0 and short after the surgery the tci score was 2a. No additional information is available.